Event description:
It was reported that the rotawire was stuck in the lesion and difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was used for rotablation. During the procedure, the wire was stuck in the lesion and was difficult to remove. Also, the device was stretched. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual & microscope inspection of the device revealed a spring tip bent/kinked and stretched. Dimensional inspection of the device revealed that the overall length and spring tip length failed to meet the specification. The reported event was confirmed.

Event description:
It was reported that the rotawire was stuck in the lesion and difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was used for rotablation. During the procedure, the wire was stuck in the lesion and was difficult to remove. Also, the device was stretched. The procedure was completed with another of the same device. No patient complications were reported.